Manufacturer narrative:
The customer did not return the device for evaluation. Customer stated that no assistance needed at this time as the device service manual provided was received and was satisfied. During a call with the customer, tac (technical assistance center) team leader engineer support explained to the customer the procedure how the output is determine. Customer feedback was, they used a different method. Tac explained to the customer the process is in the biomed service manual. Tac team leader support emailed the manual and the tac engineer support emailed to the customer. In a follow up communication, tac contacted the customer to verify the manual is received. The customer confirmed they received the manual and are satisfy with the material on the manual. Based on the follow up response, tac noted customer need no further assistance at this time. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the unit was not putting enough output and asked specification on output. The issue occurred during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.